Event description:
Complainant alleged that while attempting to monitor a female pt (age unk) the device inappropriately shut down. The complainant alleged 15 minutes later the device powered on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.